Event description:
It was reported that water leaked from the foley catheter soon after the placement. It was stated that second event occurs on the same day.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 4 photo samples. First photo sample shows overview of catheter. Second photo sample shows catheter cap with tamper evident seal. Third photo sample shows clear pathway. Fourth photo sample shows end of catheter prior to balloon inflation. The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that water leaked from the foley catheter soon after the placement. It was stated that second event occurs on the same day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.